Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial lead became dislodged and on (B)(6) 2020, the patient presented to the hospital for a lead revision procedure. The atrial lead was then explanted and replaced successfully. There were no further adverse consequences to the patient following the procedure.